Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure the 30 degree endoscope switched from up to down and down to up automatically on it's own. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope had camera adapter binding or friction issue. The desiccant container was damaged or there were loose desiccant balls.